Event description:
A malfunction was reported with the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the caller with pump reset instructions, assisted in resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code occurs again.